Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number pe6427/ vcp371hcn31, and no non-conformances related to the reported complaint condition were identified. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Was there any patient consequences? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a laparoscopic myomectomy on (B)(6) 2020 and suture was used. During the procedure, the suture broke. Another like device was used to complete the procedure. There were no adverse events or patient consequences reported. Additional information was requested.